Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly surgeon has concerns about cocr neck. Pt. Has metal on poly articulation. Cobalt levels are 1.5 and chrome levels are less than 1.0. No evidence of pseudotumor on mars MRI. Pain (B)(6) 2013. Additional information received by litigation on 03/09/2017. Allegedly, the patient was revised due to the following complications: elevated cobalt ion levels and pain; failed metal -metal junction corrosion issue at the cocr modular neck and titanium stem.